Event description:
False negative rbc results were observed on the clinitek atlas. When sample was examined microscopically, the number of rbcs seen is not consistent with the negative/trace result as reported by the instrument. When the sample was read manually, the sample still gave a false negative rbc result. There was no impact to pt care as a result of this event.

Manufacturer narrative:
The cause for the false negative rbc result is unk.